Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 253 mg/dl. Customer stated that the pump was acting up and he could not clear the screen. Customer used a manual injection to correct his blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.